Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) was completed. Upon investigation, the battery charger/modem was unable to recognize a battery pack. The root cause for the failure was contamination on the battery board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.

Event description:
During investigation of a charger for an unrelated issue, a reportable malfunction was found. The charger was unable to recognize a battery pack.